Manufacturer narrative:
The customer complaint cannot be verified. The returned blower and motor control (mc) board passed all testing. No fault was found.

Manufacturer narrative:
B4: 04sep2021. The ventilator was in use with a patient at the time of the issue and the ventilator was swapped out for a different ventilator. No additional patient or user harm was reported. Following the evaluation of the device, the fse replaced the cooling fan, cooling fan filter, blower assembly, and motor control pcba to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
Date of report: 29jun2021. There was no patient involvement.

Event description:
It was reported to philips that the v60 had an error message on device says - check vent; blower temperature high. The device was not in use at the time of the event. There was no report of patient or user harm/impact. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance. Other information is pending.